Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) battery status due to a charge time of 17.9 seconds. The clinician suspected the battery depleted prematurely. A boston scientific technical services consultant discussed that while labeling showed the eri charge time trigger of 18 seconds, it was actually 17.9. Also, with the left ventricular (lv) lead output programmed to 3.0volts @ 1.0ms, the battery depletion may have been appropriate.